Event description:
Customer reported the insulin pump went into threshold suspend. Customer stated the sensor reading was about 69 mg/dl and then it lowered to 59 mg/dl. Customer was under the impression the sensor reading were accurate. Customer stated he checked his blood glucose in the morning and it was 174 mg/dl and the device was in threshold suspend for two hours. Customer was advised to check current blood glucose reading and blood glucose was 376 mg/dl and sensor reading was 174 mg/dl. Customer was advised to restart his basal rates. Customer was advised about the sensor readings verses blood glucose readings. Customer was advised how to properly calibrated the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.